Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their stimulation was increasing on its own at night when laying down. The patient would set the device down and say in that position for five minutes but then they wake up in the night shaking in so much pain that they felt like they were a parkinson's patient. The device was for the right shoulder and arm pain. The issue began when they saw their rep who set up the adaptive stimulation. They did not know why it was going up if they set it down lower and stayed in the position. The patient was offered assistance to lower and set the stimulation in each of the six positions but the patient wanted to just turn adaptive stimulation off. The pain changed all the time and they did not think this feature was beneficial for them. It appeared that the patient had group a and group b but did not know the difference between each group, the patient was on group b. The patient was redirected to their health care professional (hcp) regarding any concerns with therapy. The patient indicated that they may use their primary care doctor and have the manufacturer representative (rep) meet them there. It was noted that the adaptive stimulation issue had been resolved while speaking with patient services. The stated that they thought their pain was due to their rotator cuff acting up. They also thought it was due to their physical therapy. They spoke with their hcp and it was told that they should not be in that much pain. The patient indicated that they had an appointment with their doctor for tuesday after the report. It was confirmed that their issues had been resolved. No further issues were reported. Other relevant medical history includes non-malignant pain.